Event description:
It was reported that an implantable neurostimulator (ins) was giving stimulation to the incorrect location, was not providing therapeutic effect, was causing muscle seizures in the leg, was positioned incorrectly, there was infection, inflammation and redness at the incision site, and there was numbness and pain. During "recovery" it was reported that, "her right leg was jerking which was like a seizure. This happened at home. " the day after implant there was pain in the leg and trouble walking, with the stimulation felt in the leg. After changing the stimulation settings, that feeling was gone. The patient still had trouble walking, went to the emergency room, and it was noted by the hcp that there was, "a bulging disc at l4/l5. The pain had nothing to do with implant, and she was going to see a back specialist." The device was turned off, and it was confirmed that it made no difference in the leg pain. It was decided to leave the ins off until the disc issue was resolved. Four days later it was reported, the patient was still having back and leg pain: pain to the lower back and right hip. The right leg was numb and she could hardly walk on it. There was also numbness to lower extremities. There was concern of the placement of the ins in the abdomen and the lead "in the pelvis." . It was stated that the ins had been off since this past weekend. A physician then confirmed the ins was still on but all amplitudes were set to 0 -- except one program was set to .1 volts. The ins was turned off and there no difference to patient sensation. A week later, it was reported that stimulation was in the wrong location, in her leg and not any other area. It was reported that there was loss of control of her bowels and ins had been off for the past week. It was reported that her symptoms were "not from the interstim, and she wants to turn back on device. " the four stimulation programs were tried, but for each, stimulation either caused the wrong sensation or was felt in the incorrect location (1-4): pressure, right thigh, the leg, and the right buttocks. It was also stated that 10 days after implant, "she noticed and felt like her incision sites were infected, the incisions were red, and it felt like the device was poking out, not being straight. It was irritating, with swelling around incision site, and the whole lower back where ins and leads are located were swollen all the way across." It was decided to explant the ins, as "she did not think it was helping her over active bladder symptoms." The hcp stated, "the device was operating normally. CT scan which was read by the radiologist said that the lead is located in s2. The patient was doing fine, and she was likely to be explanted this week (the (B)(6))."

Manufacturer narrative:
Analysis of the neurostimulator found the proximal end of lead is fully inserted into the port with setscrew tightened to #0 connecter sleeve. Analysis of the lead found conductor wires broken at their respective connector sleeve on proximal end.

Event description:
Additional information received confirmed that, at the request of the patient, the ins and lead were explanted. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID, 3093-28 lot# va016u3 serial# implanted: 2012 (B)(6), explanted: product type lead product ID, 3037 l ot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).